Event description:
A technician reported receiving a high voltage message when arming the laser, which then required an energy check to be able to continue. Reporter informed that the message was received after flap had been cut and lifted. The flap was put down until the message was answered and the energy check was completed, after which the case was completed successfully without any issues. There were no concerns with the pt outcome.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).